Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The returned product sample consisted of one palindrome sapphire 19/36kt vt catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. Visual inspection was performed and a hole was found on the joint of the catheter below the hub, between the am sleeve. During underwater test (functional test) bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instructions for use, it is needed to perform a visual inspection before using the device, since states: do not use the catheter if it appears damaged or defective. And continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The event description declares that the catheter the catheter was implanted for 2 years but more likely based on the ishikawa diagram, the device was damaged during that time. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. This complaint was received on 06/25/14, therefore it can be noticed that the lot involved was manufactured before the expected implementation date of actions related to CAPA. After a qseas evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that there was a leakage at the y junction. The catheter was implanted for 2 years. The catheter was pulled and replaced on (B)(6) 2014.